Event description:
It was reported that a spectrum pump has a system error 105. There was no pt involvement, injury or medical intervention. No further info was provided by the customer.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. Eval experienced the reported symptom of ec 105 caused by a failed motor (flex), however, the alarm could not be reproduced. The motor will be replaced.